Event description:
It was reported that the patient's right atrial (ra) lead was thought to be causing muscle stimulation and hiccupplng to the patient. The patient reported that this caused this device to shock them several times. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)